Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a clearlink continu-flo solution set. It was further specified that a disconnection occurred between the male luer and the non-baxter female luer. The disconnection occurred during priming or during infusion. When first attached the connection between the two products felt secure. A pump or power injector was not being used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.